Event description:
It was reported that during a meniscal repair surgery, when deployed t1 of ultra fast-fix, t2 was deployed together with t1. No patient injury was reported.

Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture were returned. The condition of the device indicates the trigger was inadvertently advanced causing the simultaneous deployment.